Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a manual prime. Customer's blood glucose was 176 mg/dl. The customer stated they did not use the sensor feature on the insulin pump. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.